Event description:
It was reported that the operative site got infected and the implantable neurostimulator (ins) eroded to the outside of the skin. The patient¿s system was explanted secondary to cutaneous erosion of the ins. It was noted that all wounds were irrigated and ¿approximated¿ with ¿a few loose sutures only¿ during the explant procedure. The patient did not require hospitalization.

Manufacturer narrative:
Product ID: 3093-28 lot# v573632, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).